Event description:
The facility reported an infusion pump with an error code 703, channel a and b shut off. The event was reported to have occurred during pt us. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Despite baxter's effort to obtain addtional info regarding pt's demographics, medication involved, or device programming.